Event description:
Iud implantation (complication), false negative test result. Report received from a laboratory regarding an unidentified pt whose urine sample tested negative on the signify combo hcg rapid test when read at three minutes. The pt initially was assumed to be menstruating and had an intrauterine device (iud) implanted. According to the report, there was "a lot of blood" during the procedure. The same signify combo hcg test cartridge was re-read at approximately five minutes, at which time the result was read as positive. The pt was considered pregnant, and the bleeding was suspected due to a miscarriage. No confirmatory hcg testing was performed and the pt's last menstrual period was not provided. The pt returned approximately five days later, at which time a serum sample was negative on the signify combo hcg rapid test. A urine sample was also negative on the signify combo hcg when read at three and five minutes. A miscarriage was suspected, however the iud was not removed. To date, no pt injury has been reported.